Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager would not unlock. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) was locked. A field service engineer inspected the device, checked in hardware test application, sensor showed open and power cycled the station, cleaned and greased microswitches, and replaced the scanner cable due to exposed wires. The issue was tested in hardware test application (hta) and verified through customer inventory. The system functioned as intended after the field service engineer repaired the device.